Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. During a routine follow-up the CT scan, revealed that the aneurx bifurcated stent graft had migrated 4 cm distally below the renal arteries with a proximal type I endoleak. There is disease progression with aortic neck dilatation. The patient's aortic neck dilated to where it cannot be fixed with another endovascular procedure. The stent graft is sitting in the middle of the aorta. The patient is not an endovascular candidate. There was no intervention and the patient is fine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).